Event description:
It was verbally reported in 2006, that a pt was receiving dialysis, when about 1 1/2 hours into the treatment, the pt reported feeling hot, and complained of severe itching. The pt reported this as "like something sticking her inside". The pt reportedly wanted to get up and run due to the itching. Also, it was reported the pt had a cough and this was also noted prior to the dialysis treatment. The pt was medicated with 25 mg. Diphenhydramine IV. About 10 minutes after the pt was medicated it was reported that the pt demanded to come off the machine. The dialysis treatment was discontinued and the pt lost about an hour of treatment. It was documented that the severe itching was the cause of the discontinuation of dialysis. The pt was discharged to home at the end of dialysis. There is no sample available.